Manufacturer narrative:
Updated method, results, and conclusion codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. The ins passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that corrective maintenance/repair was needed for the recharger.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was skin irritation and a skin burn after recharging. After recharging the ins, the skin became irritated resulting in an enormous skin irritation. Photographs were provided. It was noted that the patient had a cotton t-shirt between the charger and the skin. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no infection parameters/signs in the blood results. The patient stopped recharging the ins for a long period and was showing less skin irritation, but there was no stimulation or therapy. It seemed that the irritation disappeared. A burn wound, infection, and product problem were questioned. The issue was not resolved as of (B)(6) 2018. Surgical intervention was planned; the issue would result in an explantation, but the date was unknown/not scheduled. The patient was alive with injury, the injury being the skin irritation. The issue occurred during normal use.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the emi hypersensitivity test was performed, and after 1.5 hours a red discoloration started again, which may indicate emi hypersensitivity. During the surgical procedure the doctor found a lot of fibrotic tissue around the pocket, rarely seen in this degree, which may indicate that there was a local reaction. Cultures were taken to investigate a low-grade infection. The ins was explanted and replaced. No further complications were reported or anticipated.